Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04807. It was reported the patient experienced ineffective therapy. Diagnostics showed multiple contacts with high and low impedance on the patient's leads. Reprogramming was unable to resolve the issue. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Reportedly, the issue has resolved.